Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) was explanted and replaced due to it recorded a code 1004 indicating low shocking lead impedance anda code 1007 indicating capacitor charge time has exceeded the limit. The leads were from a competitor company. This ICD will be returned for analysis. No additional adverse patient effects were reported.